Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius dry acid mixer was not sealed very well, leading to solution leaks and possible issues with the sensor causing false readings. Follow-up information with the biomed revealed that after replacing the inlet valve the week prior, burn marks were observed on the mother board. The biomed stated that the mixer was repaired and in use following the event. No further information is available at this time. No parts have been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Follow-up: device evaluation plant investigation: no parts were returned to the manufacturer for physical evaluation. There was no on-site evaluation of the unit performed by a fresenius regional equipment specialist (res). The user facility biomedical technician (biomed) replaced the valve and control board, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical engineer (biomed) at a user facility initially reported that the fresenius dry acid mixer had tripped the circuit breaker when the fill was started in either dissolution or rinse cycler. The circuit breaker did not trip when the fill valve was unplugged. During troubleshooting, the biomed found burn marks on the mother board in the control board module. There was no visible smoke, spark, or flame. The biomed could not confirm if there was any burning smell observed. The biomed replaced the valve and control board. Following parts replacement, the unit was returned to service at the user facility without a recurrence of the event as reported. No parts have been returned to the manufacturer for physical evaluation.